Event description:
Boston scientific received information that the right ventricular (rv) lead became dislodged as a result of the patient suffering from twiddler's syndrome. A revision procedure was performed and the lead was explanted and replaced. The physician elected to suture the device to the pocket to deter from future device manipulation. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.